Event description:
It was reported that an abscess was present at the patient's ipg site, as well as some redness around the site. As a result, the patient underwent surgical intervention to explant the entire system. Infection was ruled out by the physician.